Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system and the trocar needle was advanced with no blood/tissue present. The plunger was retracted and showing six ribs. The analyst took the handle apart and the plunger was advanced to second set of notches. The needle plate position was correct and the thrust tip/push pin looks good.